Event description:
The patient presented to the clinic because they experienced syncope and dizziness. During the clinic follow-up, noise resulting in over-sensing and pacing inhibition was observed on the right ventricular (rv) lead. Provocative testing was performed, and the noise was not reproducible. A lead replacement is anticipated. The patient is stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.